Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional via manufacturer representative reported that the lead migrated post-op and the patient felt stimulation on the wrong side; they felt it on the left but not the right. Programming was done and x-rays were taken. A lead revision is planned but not yet scheduled. The indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.